Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had water flow continuously without having to depress the activation pedal. It was reported that they troubleshot the scopes thinking that was the problem, or the buttons, but over a couple of different cases, different scopes and different providers, the issue would still happen randomly. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had water flow continuously without having to depress the activation pedal. It was reported that they troubleshot the scopes thinking that was the problem, or the buttons, but over a couple of different cases, different scopes and different providers, the issue would still happen randomly. No patient harm reported.